Manufacturer narrative:
It was reported that during a colonoscopy, a cleaning brush tip detached from the inside of the scope and fell into the procedure site. This occurred when the physician inserted biopsy forceps through the biopsy port of the scope. The physician used the snare to retrieve the cleaning brush tip when it was noted to be in the procedure site. No further incident or adverse patient impact was reported to the manufacturer. The cleaning brush tip involved in this incident was returned to the manufacturer for evaluation. Visual inspection of the returned sample revealed that the product was used and that the plastic part of the cleaning brush broke as the plastic was still around the metal. An unused sample from the same product lot was used to attempt to recreate the reported product problem/issue. Tip separation was only achieved when applying forceps to the plastic piece to maintain hold of the brush tip and, using excessive force, the forceps broke the plastic. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve the cleaning brush tip from the procedure site, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that a cleaning brush tip detached from the inside of the scope and fell into the procedure site.